Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on the bending rubber has a chip, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, the probable cause was component deterioration and physical stress, resulting in random component failure with no identified design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation, the image guide protector and connecting tube on the ultrasound broncho fiber videoscope were found to be sticky. No patient involvement was reported.